Event description:
According to the reporter, during a coronary artery bypass grafting procedure, the device severed the mammary artery when it fell out of the jaws before the surgeon clamped on the vessel. The empty jaw cut the vessel and the surgeon had to hand sew with a 7-0 suture to fix the cut. To complete the case, they cycled the clip applier and continued to work after suturing the severed vessel. A medical/ surgical intervention was needed to prevent a permanent impairment of a function. Patient had a temporary injury. There was tissue loss and tissue damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Surgical time was extended by more than 30 minutes due to the product problem. Patient is fine and discharged.